Manufacturer narrative:
The actual device was returned and evaluation is currently ongoing. Reserve sample form the same product code/lot number combination has been evaluated. Visual inspection did not find any anomalies or defects. Magnifying inspection of the platinum coil segment also did not reveal any anomalies or defects. Functional testing confirmed all performance specifications were met. A review of the device history and shipping inspection records confirmed that there were no production related problems for this product code lot number combination. A review of the complaint files confirmed that this lot number has not been reported previously. Although the exact cause cannot be determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. A follow up report will be submitted with additional information upon completion of the return sample evaluation. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements such as the following: (1) "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and (2) "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4). Device returned and evaluation ongoing.

Event description:
The user facility reported that during a procedure, a rtns was advanced beyond popliteal while being used with angiojet a portion of the distal tip sheared off the wire. Follow up communication with the user facility confirmed the following: (1) the doctor was attempting to remove a mynx closure which had migrated to the popliteal after a previous heart cath 3 days prior; (2) during the attempt to retrieve the mynx device, a rtns was advanced beyond popliteal; (3) the rtns was being used with angiojet and a portion of the distal tip sheared off the wire; (4) it migrated to an accessory vessel and was not able to be retrieved due to location; (5) the mynx was manually extracted successfully; and (6) the patient is reported in stable condition and in ICU.

Manufacturer narrative:
(B)(4). The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found the distal segment of the core wire and platinum coil had been fractured from the shaft and missing by approx. 30mm in length in the coiled state. The stainless steel coil segment had been fractured. The length of the segment from the distal extremity to the proximal end of the stainless steel coil was measured and found to be approx. 243mm. Normal length of this segment should be approx. 250mm. Magnifying inspection revealed the stainless steel coil had been stretched. The stain less steel coil coiled on the core wire was straightened and measured. The total length was found to be approx. 725mm. The total length of the normal coil segment should be approx. 4775mm in the straightened state. This indicates that the approx.4050mm of the stainless coil is missing on the actual sample. The fracture cross sections of the core wire and stainless steel coil were inspected under electron microscope found the following: (1) the end of the core wire had been diminished; (2) the end of the stainless steel coil had been distorted; and (3) the thickness of the core wire was determined on the segment adjacent to the fracture and confirmed to be that of the current product sample. Functional testing was performed on the reserve sample of the involved device for fracture strength and verified to be comparable to that of the current production sample. A review of the device history record of the involved product/lot# combination confirmed there were not any indications of production-related problems. A review of the shipping inspection record of the involved product/lot# combination confirmed that there were not any discrepancies in the inspection results. A search of the complaint file did not find any other report with the involved product/lot# combination. Although the exact cause cannot be determined, there is no evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements such as the following: (1) "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and (2) "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, and separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report 9681834-2014-00259 to provide the evaluation results of the returned sample.